Manufacturer narrative:
Block h6 : imdrf device code a150201 captures the reportable event of axios stent failure to deploy in the bile duct. Imdrf device code f2301 captures the additional device used to complete the procedure to prevent bile leakage following a puncture into the bile duct. Imdrf device code f1001 captures the reported canceled procedure.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted to treat bile duct stones during an endoscopic ultrasound directed transgastric ercp (edge) procedure performed on (B)(6) 2025. During the procedure, after the physician burned through the target location, the first flange would not deploy. The stent was tried to be deployed however it would not come out of the catheter. The procedure was not completed there was no patient complications reported as a result of this event. Note: it was stated that the stent is intended to be placed to treat bile duct stones during an endoscopic ultrasound directed transgastric ercp (edge) procedure. However, per the axios stent and electrocautery-enhanced delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts greater than or equal to 6 cm in size and walled-off necrosis greater than or equal to 6 cm in size that are adherent to the gastric or bowel wall. Once placed, the axios stent functions as an access port allowing passage of standard and therapeutic endoscopes to facilitate debridement, irrigation and cystoscopy. The stent is intended for implantation up to 60 days and should be removed upon confirmation of pseudocyst or walled-off necrosis resolution. The stent is not intended to treat bile duct stones or edge procedures.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted to treat bile duct stones during an endoscopic ultrasound directed transgastric ercp (edge) procedure performed on (B)(6) 2025. During the procedure, after the physician burned through the target location, the first flange would not deploy. The stent was attempted to be deployed, but it would not come out of the catheter. The procedure was not completed. There was no patient complications reported as a result of this event. Note: it was stated that the stent is intended to be placed to treat bile duct stones during an endoscopic ultrasound directed transgastric ercp (edge) procedure. However, per the axios stent and electrocautery-enhanced delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts greater than or equal to 6 cm in size and walled-off necrosis greater than or equal to 6 cm in size that are adherent to the gastric or bowel wall. Once placed, the axios stent functions as an access port allowing passage of standard and therapeutic endoscopes to facilitate debridement, irrigation and cystoscopy. The stent is intended for implantation up to 60 days and should be removed upon confirmation of pseudocyst or walled-off necrosis resolution. The stent is not intended to treat bile duct stones or edge procedures.

Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy in the bile duct. Imdrf device code f2301 captures the additional device used to complete the procedure to prevent bile leakage following a puncture into the bile duct. Imdrf device code f1001 captures the reported canceled procedure. Block h11: an axios stent and electrocautery-enhanced delivery system was received for analysis. Visual examination confirmed that the stent was returned in a partially deployed state. A palpable bump was noted along the outer sheath. Further inspection identified that the hypotube was not visible at the slider location as expected. A crack was observed below the slider, and the outer sheath was found to be stretched and damaged extending into the hub area. Additionally, the black marker appeared compressed. No additional observations were noted during the visual evaluation. Product analysis confirmed the reported event of stent failure to deploy as the device returned with the stent partially deployed. Stent partially deployed is noted within the instructions for use (IFU) as a possible adverse event associated with the use of the device. The investigation concluded that the additional observed damages on the delivery system were most likely caused by procedural factors such as lesion characteristics, handling of the device, and the technique used by the physician (force applied). Taking all compiled information on the investigation, the conclusion code for this event will be classified as cause linked to device but unable to trace more specifically. A labeling review was performed and, from the information available, the device was used in a manner inconsistent with the IFU/product label. It was reported that the stent was intended to be placed to treat bile duct stones during an endoscopic ultrasound directed transgastric ercp (edge) procedure. However, per the axios stent and electrocautery-enhanced delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts greater than or equal to 6 cm in size and walled-off necrosis greater than or equal to 6 cm in size that are adherent to the gastric or bowel wall. Once placed, the axios stent functions as an access port allowing passage of standard and therapeutic endoscopes to facilitate debridement, irrigation and cystoscopy. The stent is intended for implantation for up to 60 days and should be removed upon confirmation of pseudocyst or walled-off necrosis resolution. The stent is not intended to treat bile duct stones or edge procedures. Additionally, stent partially deployed is noted within the IFU as a possible adverse event associated with the use of the device. Boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Manufacturer narrative:
Blocks h7 (if remedial act init, type), h9 (correction/removal reporting #), and h11 were updated with the additional information received on december 19, 2025. Blocks d2a (common device name) and d2b (pro code product code)), and g4 (premarket / 510(k) #) were corrected. Block h6 : imdrf device code a150201 captures the reportable event of axios stent failure to deploy in the bile duct. Imdrf device code f2301 captures the additional device used to complete the procedure to prevent bile leakage following a puncture into the bile duct. Imdrf device code f1001 captures the reported canceled procedure. Block h11: boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted to treat bile duct stones during an endoscopic ultrasound directed transgastric ercp (edge) procedure performed on (B)(6) 2025. During the procedure, after the physician burned through the target location, the first flange would not deploy. The stent was tried to be deployed however it would not come out of the catheter. The procedure was not completed. There was no patient complications reported as a result of this event. Note: it was stated that the stent is intended to be placed to treat bile duct stones during an endoscopic ultrasound directed transgastric ercp (edge) procedure. However, per the axios stent and electrocautery-enhanced delivery system is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts greater than or equal to 6 cm in size and walled-off necrosis greater than or equal to 6 cm in size that are adherent to the gastric or bowel wall. Once placed, the axios stent functions as an access port allowing passage of standard and therapeutic endoscopes to facilitate debridement, irrigation and cystoscopy. The stent is intended for implantation up to 60 days and should be removed upon confirmation of pseudocyst or walled-off necrosis resolution. The stent is not intended to treat bile duct stones or edge procedures.